Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the hydros handpiece aspiration tube was not working properly, resulting in the patient¿s bladder filling with fluid. Troubleshooting resolved the aspiration issue, the patient¿s bladder was aspirated, and aquablation therapy was completed. On (B)(6) 2024, procept was informed by the treating surgeon that the patient was noted to have a retroperitoneal bladder perforation post aquablation therapy on (B)(6) 2024. The patient was discharged home the day after aquablation therapy but had to be catheterized for an additional two (2) days due to the bladder perforation. No further medical intervention was required. The treating surgeon attributes the bladder perforation to over inflation of the bladder.

Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The hydros handpiece and its aspiration tubeset were not returned for investigation as they were disposed of. The investigation consisted of a review of the treatment log files, device history record (DHR), and user manual (um). The hydros robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the hydros robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for hy1000/serial number: (B)(6) and hydros handpiece/lot number: 24c04494 was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual (um) um0401-00-01, rev. B, was reviewed. 4.2.3 warnings: procedure: avoid applying excessive compression to the prostate. Excessive compression can contribute to serious injury to the patient. An overly full bladder can interact with the rectal anatomy to create more resistance to advancing the trus stepper after mid-prostate angle planning. If the trus probe is advanced through tissue resistance, it could potentially contribute to serious patient injury, such as rectal perforation. If the bladder is overly full, aspirate to reduce the fluid level in the bladder prior to continuing with the procedure. Do not move the handpiece or trus after completing the registration step. Moving the devices could lead to patient injury due to unanticipated resection of tissue. Repeat the applicable planning steps in the handpiece or trus probe is inadvertently moved. Monitor the patient for unanticipated movement throughout the procedure. Immediately release the foot pedal to stop the treatment if patient movement occurs during treatment, and repeat planning steps before continuing. Patient movement during the procedure can cause the anatomy to shift relative to the plan, potentially resulting in serious injury due to unintentional resection of tissue. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. 4.3.3 precautions: procedure: fluid is actively evacuated from the bladder during the treatment through the aspiration tubing. The aspiration tubing should not be bent, kinked, twisted, or pinched at any point during the aquablation procedure. Bends, kinks, occluding tissue, or other restrictions in the aspiration tubing may result in inefficient fluid aspiration, and potentially lead to bladder overdistention. Actively observe the execution of the treatment. Follow the progress of the treatment on the monitor and be prepared to use the foot pedal to halt treatment or motorpack controls to modify power level. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. Investigation of the hydros handpiece and aspiration tubeset could not be performed as they were not returned and disposed of. The hydros robotic system's um lists bladder perforation as a potential risk of aquablation therapy. Based on the review of the information provided, plus a review of the treatment log files, DHR, and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.